Manufacturer narrative:
The purpose of this investigation was to perform analysis of the retrieved journey bi-cruciate stabilized (bcs) insert. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination, burnishing and abrasive wear typically seen in other retrieved inserts were observed in the medial and lateral articulating areas. The lateral articular area was located more anteriorly than that is typically seen in other retrieved journey inserts. Mild burnishing was observed on the distal surface. Mild rounding typically seen in a fully locked insert was observed near the anterior locking mechanism. Mild burnishing and deformation due contact with the femoral component anterior cam was observed near the bottom anteromedial part of the post. Burnishing and deformation due to normal contact with the femoral component were observed on the posterior side of the post centered in the proximal-distal direction. Deformation was predominantly seen in the posterolateral part of the post. The features observed on the insert suggest that a combination of external rotation of the insert and/or internal rotation of the femoral component may have occurred. In conclusion, the returned insert showed the typical wear features of mild burnishing and abrasive wear. The anteriorly located lateral articular area and posterolateral deformation of the post suggest that a combination of external rotation of the insert and/or internal rotation of the femoral component may have occurred.

Event description:
It has been reported that a revision surgery was performed approximately four years from the initial surgery.

Event description:
The facility originally reported a colleague infusion pump with failure code 812:05 which occurred during biomedical service. However, upon reviewing the pump's event history, a baxter service technician discovered that failure code 812:05 was a cascade failure of failure code 808:07. Furthermore, baxter quality engineering discovered that failure code 808:07 had interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.